Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead dislodged. The lead was explanted and replaced. The patient was in stable condition.